Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Manufacturer's related reference number: 2017865-2021-32007. It was reported that the patient presented to the hospital for a lead revision. Prior to procedure, it was noted that the right atrial (ra) and left ventricle (lv) lead exhibited failure to capture. In addition, the ra lead exhibited diaphragmatic nerve stimulation and p-wave amplification variation. A fluoroscopy was performed and the ra and lv leads were found to be dislodged. The rv lead was explanted and replaced, and the lv lead was explanted. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Correction.

Manufacturer narrative:
Correction: h3.